Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set presented air in the line during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up with the customer, the device was reported to be a non-baxter product. Should additional relevant information become available, a supplemental report will be submitted.